Event description:
Per independent repair center: the unit had low o2 and was not shifting. Per independent repair center statement, low o2 or yellow light. The key failure was that the poppit valve was not shifting. Other issues were that the tie wraps were leaking